Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that went to see the manufacturing representative to ask for a new controller because the one that they have was broken inside. Agent instructed patient to check for visible damage;patient confirmed no visible damage to the controller compartment pins, controller port and li battery pack pins. Patient noted the stimulation kept increasing to 14 volts from 5 volts and they were not able to lower stimulation. Agent instructed patient to insert the li battery pack into the controller and patient expressed concern of turning the stimulation on. The issue was not resolved. A request was sent to repair to replace the controller.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient said last night and this morning he went to turn it up and it went clear to the top and wouldn't turn back down. Patient said he always turns stim down to 5.2 every night before they go to bed and then turn it back up to 5.5 or 5.8. Patient then said when he went to turn stimulation up it just kept going and went clear up to 4 and they moved to 15 and it wouldn't go back down and it jarred them so bad they could hardly stand it. Patient got it turned off and it won't come back on. Agent asked if stimulation was off and patient said they couldn't turn it on and when they do it just shoots right all the way to the top. Agent attempted to show how to lower stimulation to 0 while stim off however pt will be calling hcp and get assistance in person with the system and have the unit checked. Patient also said it even brings their legs clear out to where they can't even move. Patient mentioned he never had stimulation in both legs this morning. Patient tried turning stimulation back on and it did the same thing again. Patient was not able to lower stim to 0 volts. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that patient stated that they received the replacement controller but encountered a "software problem cannot continue please call mdt" message with the following details: 1 - intellis, 2 - 3.6, 3 - 245, 4 â¿¿ interfaces during the setup process. Patient also commented that their old controller was difficult to recharge. Agent had patient reset the controller and guided them through the pairing process. Patient stated seeing "battery low recharge your implanted device soon" message; patient pressed 'ok'. Patient confirmed that the controller battery was 90% and implant was orange with recharging excellent. Agent advised the patient to continue recharging their implant.